Event description:
A patient reported blood glucose results of "212 mg/dl, 600 mg/dl, 346 mg/dl, 492 mg/dl, 202 mg/dl, 239 mg/dl, 244 mg/dl, and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.